Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient woke up ate food and went back to his room when he suddenly felt unwell. Before the symptoms appeared the cgm reading was 370 mgdl. He experienced vomiting and the mother took him to the hospital. At that time the cgm reading was 360 mgdl and the bg reading was high. The nurses treated the patient with lispro insulin and he was diagnosed with diabetic ketoacidosis (dka). The patient was discharged on 07/17/2024. At the time of the report the patient was okay. No other details were documented. No data was provided for evaluation. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.